Event description:
It was further reported that in (B)(4) 2012, thrombus was noted and treated with thrombectomy. The patient presented with severe retrosternal chest pain. Intravascular ultrasound (ivus) performed revealed non-opposed and under-expanded stents near the thrombosed portion. Hence, post-stent dilation was performed throughout the entire length of both stents. Repeat angiogram performed after multiple inflations revealed 70% narrowing near the distal edge of the stent. Another non-bsc stent was placed distal to the previously placed stent. Additional post-stent dilation resulted in good angiographic results. Residual stenosis was 0%. The patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2012-08033. It was reported that post a coronary stenting treatment procedure, he patient experienced myocardial infarction. In (B)(6) 2010, the patient was diagnosed with unstable angina (braunwald classification: 1b) and cardiac catheterization was recommended. Lesion 1 was located in the proximal left circumflex (cx). The lesion was 80% in-stent restenosed, 2.75mm in diameter and 5.0mm long. The lesion as treated with direct stent placement using a 2.75x8mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was located in the proximal lcx. The lesion was 80% in-stent restenosed, 2.75mm in diameter and 5.0mm long. The lesion as treated with direct stent placement using a 2.75x8mm taxus liberte stent. Residual stenosis was 0%. In (B)(6) 2012, the patient experienced myocardial infarction and was hospitalized on the same day. The 100% occlusion of the study stent in the proximal lcx was treated with balloon angioplasty and placement of a drug eluting stent. Residual stenosis was 0%. The event was considered resolved without residual effects and the patient was discharged three days later on aspirin. Two days post discharge, the patient was diagnosed with myocardial infarction and was hospitalized the same day. The 100% oclusion in the proximal lcx was treated with balloon angioplasty and placement of a drug eluting stent. Residual stenosis was 0%. The event was considered recovering/resolving.